Manufacturer narrative:
It was reported that the dual flat panel (dfp) yoke allegedly has a broken weld. A stryker field service technician (sfst) went out and visually inspected the dfp. The dfp was replaced and the case was closed. There was no associated procedure, adverse events or injuries to report.

Event description:
It was reported that the dual flat panel holder allegedly has a broken weld. There was no associated procedure, adverse events or injuries to report.